Event description:
Right eye cataract surgery. After phacoemulsification was completed without incident, the irrigation and aspiration portion of the procedure was attempted. At the beginning of irrigation/aspiration, there was minimal vacuum present and error was given multiple times stating "low air pressure". The valve was apparently set at 60 and increased to 110. The instrument was re-primed and the procedure was continued. As the very last piece of cortex was about to be aspirated, there was a sudden surge in vacuum resulting in loss of both anterior and posterior capsules and some vitreous. The pt was left aphakic after trying to place an aciol. The pt's ultimate outcome is unk at this time. There is a risk of retinal detachment. If retinal detachment does not occur, the cataract surgery could be completed in a few weeks.